Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. H6: method code was updated to 10. H6: results code was updated to 3252. H6: conclusions code was updated to 4307. The reported device was received for evaluation. The reported condition of a fractured implant was confirmed. Visual evaluation of the as returned implant identified a fractured collar and bone residue around the external threads due to usage. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A year-long complaint history review by item number (tsvmb13) was performed for similar events and no complaint about nonconforming products was identified. A definitive root cause for the reported event could not be determined. H3 other text : lot number not provided.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of birth unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the implant was removed due to fracture. The patient also experienced bone loss. Tooth location 28.